Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the dexcom cgm was giving the patient erratic readings the whole day. Per documentation, the egv was high. It was not specified nor clarified whether the patient experienced symptoms at that moment, nor if the patient checked a bg at that moment. The patient injected around 30 units of unspecified insulin. According to the report, after a few readings, the dexcom alerted egv 40 mg/dl, and the patient started shaking. The patient called 911. When 911 did a bg meter comparison, it was also showing low readings. The patient already took bites of honey to increase the glucose value and 911 personnel injected him an unremembered medication. The patient reportedly declined admission to the hospital. When ems checked the patient's glucose value after treatment it is already showing around 60 mg/dl and dexcom egv was also 60 mg/dl. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.